Manufacturer narrative:
Other relevant device(s) are: product ID: 9733600, serial/lot #:(B)(4). Analysis of the 9733560xom found insufficient information. Analysis of the 9733600 found no failures. The returned I/o hub passed a functional test with no failures. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the axiem and remitter were not functioning normally. Emitter details displayed both red and not connected. There was no patient present when the issue occurred.